Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had redo-mitral valve replacement (valve-in-valve) after an implant duration of 8 years and 8 months due to structural valve deterioration (svd). According to the patient's medical records, this patient presented with severe native aortic valve stenosis and svd oh her prosthetic mitral valve. Transapical aortic valve and mitral valve replacement was performed on (B)(6) 2012. Both valves were noted to be well seated. Post-operatively, she had done poorly, never leaving the cvicu and never going more than several hours without some type of pressor support. She had developed multi-organ failure, failing an attempt at extubation, requiring re-intubation and a tracheostomy on (B)(6) 2012. She was started on dialysis for renal failure. Major postoperative complications included: respiratory failure, acute; hypotension; carotid artery stenosis; cardiac insufficiency; paroxysmal atrial fibrillation; acute delirium; stress hyperglycemia; hypothyroid; acute on chronic renail failure; lft elevation; ileus; fungemia; and leukocytosis. She had intermittently been on tube feeds, but developed a post-op ileus a few weeks prior which resolved after an ng tube was placed, developed constipation which improved with enemas, and would require tpn for several days in between tube feed trials (via corpak). She was on tube feedings until she again became nauseous and vomited, prompting the placement of an ng tube. Her abdomen became more distended and rigid and blood gas levels demonstrated an elevated lactate level (4.4). Her fms and ng were productive of a foul-smelling brown liquid, but no blood was reportedly seen. The patient also became less responsive to commands where she had only been weakly responsive previously. A CT exam was ordered and general surgery was consulted for possible ischemic bowel in light of the distension, rigid appearance, elevated lactate, and increased pressor requirements. This scan demonstrated significant amounts of necrotic appearing bowel with pneumatosis. On (B)(6) 2012, an exploratory laparotomy was performed. At surgery significant extensive necrosis of the large and small bowel was found. No resection was performed. The critical nature of the patient's illness was re-explained to the son. With the son's agreement, comfort care was instituted. The patient expired in the ICU later that evening.

Manufacturer narrative:
Device never explanted from patient; evaluation not possible. Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the mitral valve was not explanted from the patient; therefore, edwards could not confirm the root cause of the deteriorated prosthetic valve as reported. The patient also experienced a difficult postoperative course with major complications. After approximately 1 month and 10 days post-op, a significant extensive necrosis of the large and small bowel was found. Due to the critical nature of her illness, it was decided to place the patient in comfort care. The patient expired in the ICU. No other details were provided. There have not been any allegations that the edwards device(s) caused or contributed to the patient's death. Based on details provided, it appears that this was a very ill patient; however, the root cause of her death cannot be conclusively determined with the available information.